Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software and reset the unit to standard configuration. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the device had an out of box failure: error 41786. The device is returning for investigation and a replacement was requested. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.